Event description:
Customer reported the rotator broke. There was no report of harm or injury.

Manufacturer narrative:
Device evaluation: the device has not been received for evaluation. A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. Device history record was reviewed. Complaint data base reviewed. Conclusions - a follow-up report will be submitted when the device evaluation has been completed.